Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely decrease hemoglobin results while using the cell-dyn emerald analyzer. The customer indicated when the specimen was tested at a reference laboratory the result was higher. The following results data was provided for a 6 year old female patient: on (B)(6) 2018: hemoglobin: initial 9.2 g/dl, retests: 5.4 and 6.7 g/dl; the specimen was tested at a reference lab and generated a result of 13.3 g/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, service history review, a search for similar complaints, and a review of labeling. Return material was not available. A review of the analyzer service history was performed; no additional events were reported relating to discrepant hemoglobin results. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the cell-dyn emerald analyzer, list number 09h39 was not identified.